Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute integrity drug eluting stent. No damage noted to packaging, i.e. Shelf carton, hoop/tray and no issues were noted when removing the device from the hoop/tray. The device was inspected with no issues identified. Negative prep was performed. It is reported that the physician tried to deploy the stent in the mid lad and the balloon burst during the first inflation. The device did not reach full inflation and the stent was not deployed. The device was not moved or repositioned prior to the burst. The procedure was completed using another resolute integrity device of the same size (3.0 x 22mm). No patient injury reported.

Manufacturer narrative:
The target lesion was located in the mid circumflex artery. It was reported that there was no calcium in the lesion. There was no difficulty pushing the stent forward into the lesion and extra force was not used. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Previously submitted MDR aware date is the 13th september and not the 18th of september as previously reported no previous stents were implanted. If information is provided in the future, a supplemental report will be issued.